Event description:
The customer complained that during an equipment check, a broken connector pin from the device therapy cable was found to be lodged in the device therapy connector socket and the defibrillator failed to function.